Event description:
It was reported that the cause was the dosage was too high. The patient recovered without sequela. It was noted that the pump was delivering morphine.

Event description:
Additional information received reported that the patient was ¿loopy¿ after the implant because ¿of way too much drug.¿ the lowest dose the health care professional could give was making the patient ¿too loopy.¿ the patient outcome was ¿okay¿ because they found out and they got her into the clinic. They had to put the pump on minimum rate mode. The health care professional wanted to refill the patient and program it to 1 mg/ml and run it at a rate of 0.12 mg/day.

Event description:
An overdose was reported. Patient experienced confusion and was disoriented. Patient was recently implanted with a new pump and catheter and healthcare provider (hcp) was to fill the pump with 1mg/ml hydromorphone. It was added that the pharmacy mixed 10mg/ml of the drug and when they started the dose at 0.9mg/day it was too much of a dose and the patient experienced an overdose. Hcp planned to change to 1mg/ml hydromorphone and program the dose to be 0.12mg/day. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2012 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).